Event description:
Dr performed breast augmentation 1/4/71 after removing several cysts. Several yrs passed with no problems. After this rptr (1989) started to develop chronic fatigue, hypertension, severe fatigue, severe depression. Tests administed by psychologist found rptr's depression was rated at 1 in 2 million people. Also had carpal tunnel syndrome in rt arm. Both implants were ruptured prior to removal.